Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient presented with pain and swelling. Blackening of soft tissue noted at revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.